Event description:
A patient reported feeling uncomfortable stimulation. The patient was implanted on (B)(6) 2016 and said that if they increased the stimulation they felt pressure in the bladder at 1.55v. The lowest they had it at was 1.4 and said they noticed it first, on the day of the report. It does not go away so they had to turn it down. It was recommended that the patient follow up with their healthcare provider (hcp). The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information was unclear as to what caused the sudden pressure, however the patient noted they had interstitial cystitis and had it for years. The sudden pressure in the bladder was noted to not be resolved all the way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.